Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a intellivue x3 failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the intellivue x3 failed to alarm. No further information was made available. The device was in use monitoring a patient at the time of the reported event. The customer received a replacement main board. The customer confirmed the replacement main board resolved their issue and the unit was returned for use. When setting up the product ID for the new main board, the customer encountered an sp02 malfunction error message. This issue is investigated in a separate complaint.